Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg had migrated closer to the spine and was no longer working. It was noted that the patient was in a car accident. The patient underwent an ipg revision procedure.

Event description:
A report was received that the patients ipg had migrated closer to the spine and was no longer working. It was noted that the patient was in a car accident. The patient underwent an ipg revision procedure.